Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the transmitter has been failing. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the transmitter was failing could not be confirmed. A root cause could not be determined.